Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: the pump data from the date of the complaint has been overwritten; the current black box data showed no power reboot events. The intermittent power issue was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no power interruptions. The pump was opened up and no defects were noted to the power circuit. Additionally, no internal moisture was observed. The returned battery cap was able to secure. The battery compartment was cracked. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the audio bolus button was responsive to user inputs.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged intermittent power issue. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.